Event description:
A report was received that the patient underwent an explant procedure due to wound dehiscence. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02 serial #: (B)(4), description: precision implantable pulse generator (ipg), model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316, lot #: 15990753, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.